Event description:
It was reported that patient was experiencing inadequate pain relief. It was noted that the leads had high impedances due to lead migration. The patient underwent an scs revision procedure wherein leads and ipg were replaced, an MRI compatible ipg was implanted. The patient was doing well postoperatively. The explanted device components will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2317-50 serial: (B)(6). Batch: 5096908.